Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a broken tube adapter. The broken piece, measuring approximately 1.72mm x 2.16mm in size, was not return with the instrument. The instrument also was found to have a dislodged grip knob. The grip knob was not returned with the instrument. No obvious damage to the grip shaft was observed. The complaint was confirmed by failure analysis.

Event description:
It was reported that the 6mm monopolar curved scissors (mcs) instrument was broken. There was no report of patient involvement or injury.